Event description:
It was reported that the unit displayed error 480. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. The exact date of the event is unknown. The provided event date, 07/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/21/2024.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 07/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/21/2024. Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. The functional test performed confirmed the error 480 (sensor interface error); this error is triggered by out of specification pressure readings from a load cell within the generator. In this case, the load cell reading was of 4080 mmhg, which is out of specifications. Due to the unusual reading was determinate that the load cell and associated cables needed replacement. During the functional test, a loud noise was heard coming from the peristatic pump component, therefore, replaced. The generator was also updated and repaired. After the replacements, the generator passed full functional and electrical safety testing. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. Based on analysis result a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the unit displayed error 480. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the unit displayed error 480. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 07/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/21/2024.